Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 19 occurred during basal delivery. The customer attempted to reload the cartridge; however, the pump requested a minimum of 100 units during the load process. The customer's blood glucose level was not impacted. Reportedly, the customer was able to successfully load a cartridge and no further issues occurred.